Event description:
A (B)(6) male requiring ventricular drainage. While medtronic evd system was being leveled on IV pole before the patient was being prepped for angiogram, the bag attached to the bottom of the closed system fell to the ground. This occured without direct contact being made with the bag or the opening of the bag, but from the entire system being repositioned to be level at the eac.